Manufacturer narrative:
Wall of plastic tray was damaged, compromising the seal. CAPA-2024-0039 has been opened to address this issue.

Event description:
In a case with the surgeon on (B)(6) 2025, a 48x18 centered head was opened during surgery and the tray was seen to be cracked in a manner that breaches the sterile barrier. The tray has cracked in the corner opposite peeling corner, resulting in chipping of the sealing lip. The tyvek barrier was peeled back approximately 1 inch as a result of the damage. The component itself, and the plastic wrapped seal, appear to not have been compromised. No surgical delay was noted. CAPA-2024-0039 has been opened to address this issue.